Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a starclose se device after an arteriogram interventional procedure with a 5f and 6f sheath. Reportedly, the clip failed to deploy and the vessel locator wings were still deployed when the device was removed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported failure to fire the clip and vessel wings not closing were not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on observations from the returned analysis the device thumb advancer was partially completed. Thumb advancement and clip deployment was performed with no anomalies; therefore a conclusive cause for the reported difficulties cannot be determined. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.